Event description:
The customer contacted stryker to report that the only button that was working on their device was the on/off button. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the printer keypad assembly to resolve the issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.